Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Pediatric patient with adult pad-pak.

Manufacturer narrative:
Exemption number e2015058. (B)(4). The device history records for the returned sam 300p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 300p from heartsine technologies, (B)(4) on 27th june 2012. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the 21st february 2013 and that it had performed to specification up to the 14th may 2017. Between the 18th may 2017 and the last log entry on the 19th may 2017 the device records 6 manual power ups all under one minute duration. On each occasion the device powers up in child patient mode. The device was disassembled to investigate and analysis of tested carried out indicated a failure of the reed switch. Samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.